Manufacturer narrative:
The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at their ipg site. As a result, the patient had their ipg pocket moved and the ipg explanted and replaced on 31 jan 2020. Additional information indicates the pain as resolved.